Event description:
Suction irrigator was leaking fluid from the area near the spray and suction buttons. Suction irrigator was also running continuously until batteries were removed. Manufacturer response for apparatus, suction, operating-room, wall vacuum powered, strykeflow (per site reporter). Stryker was notified via email on [redacted]. They sought more information on [redacted] which was provided. They have not responded to emails since [redacted].